Manufacturer narrative:
The thermogard system was serviced at customer site. During investigation, the thermogard system failed functional testing due to error message mid:23. The root cause was determined to be the defective I/o pc board. Visual inspection was performed and no physical damage was observed. Following service, including replacement of the I/o board, the thermogard passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard with serial number (B)(4).

Event description:
During preventive maintenance (pm) of the thermogard xp ivtm system, the system failed functional testing due to mid: 23 error.